Manufacturer narrative:
The complaint of leakage on the 14099290 primary plum set could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A batch record review was performed to lot# 929095h, list# 140099290 and no discrepancies that may have contributed to a complaint of this nature were found.

Event description:
The event involved a plum oncology set that the customer reported leaking during chemotherapy. The event occurred on an unknown date. No more information was provided.